Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04518. It was reported that balloon rupture occurred. The concentric, de novo target lesion was located in the right coronary artery (rca). A 2.50 x 32 synergy¿ drug eluting stent was deployed but the stent struts flared. A 2.25 x 28, 2.25 x 16, and 2.25 x 12 synergy¿ stents were successfully deployed to treat the rest of the vessel. A 3.25mm x 12mm nc emerge® balloon catheter was advanced for post dilation. However, upon the first inflation, the balloon ruptured. The balloon was change to a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.